Manufacturer narrative:
Update to b4, d9, g3, g6, h2, h6 and h10 to reflect device evaluation. The sapien m3 valve was returned to the lab and the explanted valve was examined. The pathology report indicated that there is no distinct soft tissue associated with the specimen. Additionally, there is a 2.6cm in length, 2.5cm in diameter synthetic silver metallic intact mitral valve with 3 intact cusps. A device history record review was performed and did not reveal any manufacturing non-conformance that contributed to the reported event. A lot history review was performed and revealed related complaints. However, no potential manufacturing non-conformances were identified during the investigations of the similar complaints. The sapien m3 system IFU and procedure training manual was reviewed for instructions and guidance. The procedure training manual provides guidance on post procedural medication management. Protamine may be used at investigator's discretion with due consideration to thrombus formation risk. Post-procedure through 6 months, all subjects must be on appropriate anticoagulation regimen, determined at the investigator's discretion based on individual subject needs. It is recommended that all subjects also be administered low dose aspirin or clopidogrel 75 mg daily as tolerated. After 6 months continued antithrombotic therapy is recommended as tolerated. There was no IFU or training deficiencies identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for regurgitation central leak and increased gradient were confirmed from the medical record. A review of DHR, lot history, and complaint history did not provide any indication that manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien m3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'on post-operative day (pod) 181 site reports worsening mitral valve function; tte demonstrates moderate central mr and elevated mv mean pg of 10.3.' Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the procedure. Per medical record, there was moderate regurgitation reported on pod 181. A definitive root cause for worsening of mitral regurgitation (moderate tte) is unable to be determined. It is normal to have a small gradient across a prosthetic valve after implant. If the gradient is elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. In this case, moderate mitral regurgitation was reported. It is possible that the gradient was affected by the disrupted flow across the valve. As such, available information suggests that patient factors (disrupted flow caused by regurgitation) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action, nor pra is required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for correction of medical record review. An echo report (tee) was provided and reviewed. The section h10 (narrative/data) of this report has been updated. The echo report (tee) indicated that the 'central regurgitation' (prosthetic mitral regurgitation) was trace at 7 months post implant. Initially, the central mitral regurgitation was reported as moderate' as per 7 months echo (tte). Upon further clinical review, medical records including an echo (tee) performed at 7 months post implant of the sapien m3 revealed mitral mean gradient of 7.7 mmhg, 'moderate pvl posteriorly,' and prosthetic mitral regurgitation appears trace. Compared to previous medical records provided, the echo at 7 months now demonstrates the 'prosthetic mitral regurgitation appears trace'. In addition, an echo report (tte) at 1 month revealed gradients are normal for this mitral prosthesis, prosthetic mitral regurgitation appears mild, and the degree of mitral peri-prosthetic regurgitation appears trace. Compared to prior study, there is no significant change.

Manufacturer narrative:
The complaint device, sapien m3 valve - model 9880tfx29mclus, is not sold or marketed in the us; however, it is deemed similar to the sapien 3 transcatheter heart valve - model 9600tfx29, PMA # p140031. The PMA/510k field will be blank. The investigation is ongoing. The sm3 valve was returned, and the pathology report indicated that there is no distinct soft tissue associated with the specimen. Additionally, there is a 2.6cm in length, 2.5cm in diameter synthetic silver metallic intact mitral valve with 3 intact cusps. H3 other text : a pathology report was provided by the hospital.

Event description:
As reported through encircle clinical trial, approximately 11 months post implant of a sapien m3 valve, the valve was explanted, and an edwards surgical valve was implanted. On post-operative day (pod) 181 the patient experienced worsening mitral valve function. An echo (tte) on approximately 6 months post procedure revealed moderate central mr and elevated mv mean pg of 10.3. The patient has ongoing hemolysis post paravalvular closure. The patient presented with hemoglobin of 7.1 requiring a transfusion. Approximately 7 months post implant, and echo (tte) revealed medial paravalvular mitral regurgitation and appears to be mild. The mean gradient across the prosthetic mitral valve measure 18mmhg. Upon review of medical records, the patient presents with hemolytic anemia and paravalvular leak (pvl) of his sm3+dock despite attempted pvl closure with vascular plugs. The sm3 valve was removed followed by the vascular plugs and the dock. An edwards mitris mitral valve was then implanted, significant mitral annular calcification was noted. The patient was transferred in critical condition for post management care.